Event description:
This customer reported that when attempting to cardiovert a pediatric pt, they got "no shock delivered" messages. The users were successful in cardioverting the pt at 5 joules of energy. There was no negative impact to the involved pt.

Manufacturer narrative:
There was no report of any failed operational checks. Philips evaluated the event strips provided by the customer. The info is consistent with a pt impedance issue that was overcome with the 5 joule energy selection. The device was behaving as designed and as described in the IFU. This info was communicated to the customer. This is not a malfunction, but an expected message from the device if the impedance is out of range for the delivery of therapy.